Event description:
The reporter¿s friend¿s pump had methadone and a numbing medication. At least a couple of years ago, her friend was given so much medicine that she was overdosed and almost died. The event happened in poughkeepsie, new york. The reporter did not want to provide any additional information about the patient or the event; therefore, no further follow-up is possible at this time due to lack of contact and/or device information.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).